Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the parameters were not satisfactory. The physician attempted to extend the lead to adjust the implant position, however it was found to be unable to rotate, which could not to reach the tip of the lead. Physician tried several times but failed, the procedure was stopped and the lead was removed. At that time the patient experienced cardiac tamponade. The patient had a pericardial effusion and the physician did pericardiocentesis. After the rescue patient was in stable condition. The lead was attempted and not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.